Manufacturer narrative:
Although no data was provided for the investigation and therefore a root cause of the customer allegation could not determine, and no product problem was identified. The customer's allegation is substantiated. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result generated while using the cobas® sars-cov-2 & influenza a/b nucleic (scfa) acid test for use on the cobas® liat® system. The customer reported that the initial test generated sars-cov-2 negative, influenza a negative and influenza b positive, per the lab policy a new sample was re-collected and tested using a different device and the results were sars-cov-2 negative, influenza a negative and influenza b negative. Both of the results were reported to the patients and or/ medical personnel treating the patients. No indication of patient harm or injury. Investigation is ongoing and results are not yet available.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).